Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4) alleging inaccurate results compared to another meter with readings of "8.1 mmol/l" and "6.1 mmol/l" on a onetouch ultra2 meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.